Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, while implanting the pacemaker, it was noted that the pacemaker exhibited failure to capture and failure to interrogate. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found a battery anomaly of rapid battery depletion consistent with high current level caused by the radio frequency integrated circuit component.